Event description:
It was reported that the original system implanted in 2005 was invaginated in the skull bone and there was scar tissue throughout the patient¿s neck as if it was being reabsorbed by the patient¿s body. It was noted that it was clear under direst visualization why it was failing. No outcome was provided regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3387-40, lot# j0519169v, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID: 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3387-40, lot# j0519169v, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: extension. Product ID 3387-40, lot# j0519169v, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID 3387-40, lot# j0511466v, implanted: (B)(6) 2005, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID 7426, serial# (B)(4), implanted: (B)(6)2 005, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that there was a 50% or greater symptom reduction since the entire right system was replaced. The cause of the event was determined and was device related. Device failure was due to lead enclosed in bony/connective tissue. Troubleshooting had included x-ray, computerized tomography (CT), MRI, replacement of the implantable neurostimulator (ins), extender cable, and cranial lead. At the surgery the cranial lead was found to be enclosed in the outer table of the skull. The patient had experienced a sudden loss of therapeutic effect and spent 38 days in the hospital. The patient had also experienced a sudden loss of stimulation. The patient had severe left hemidystonia which had required hospitalization for diagnostic testing and surgeries. Patient outcome was that the patient was slowly improving. The patient was seen for reprogramming.